Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch veriopro meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The patient could not specify at what date and time the subject meter started reading inaccurately; however, he reported that on (B)(6) 2016, his doctor compared results on the subject meter to results on a laboratory device, performed less than 10 minutes apart. The patient was unable to provide specific results, but he reported that the lfs reading was 9 mmol/l higher than the result from the laboratory. Based on statistical methodology, the calculated difference between the results may exceed lfs' accuracy criteria. The patient manages his diabetes with oral medication, diet and/or exercise. The patient also reported that he takes other, unspecified, medications to manage other health conditions. He was unable to provide the names or the doses of the medications he administers. The patient reported that historically he had increased his oral medication after obtaining the alleged inaccurate results. He denied developing any symptoms as a result of the alleged issue. He reported that during his doctor's visit on (B)(6) 2016, his doctor advised him that he had been taking "excessive" amounts of medication for an unspecified period of time. The patient denied using any other device to check his blood sugar levels. During troubleshooting, the csr noted that the patient's meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The patient described the correct testing steps. The csr noted that the patient's test strips had been stored correctly and the test strip vial was not cracked or broken. The issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the alleged issue caused or contributed to a serious injury. The patient did not develop any symptoms suggestive of severe hypoglycemia, nor did he receive medical intervention for any symptoms of an acute diabetes excursion. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.